Event description:
During initial implant procedure, increased capture threshold was observed on the right atrial (ra) lead. While attempting to reposition the ra lead the helix was unable to retract. A new ra lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix and by applying torque to the inner coil, the helix could be retracted and extended with the helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued inner coil.